Event description:
Additional information received indicated that the device was successfully reprogrammed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of non-sustained right ventricular oversensing (nsrvo) and non-sustained ventricular tachycardia (nsvt) recorded by the device due to myopotential oversensing. The device also briefly inhibited pacing due to the oversensing. Device reprogramming is anticipated and the patient was asymptomatic.